Event description:
Electrode was correctly placed into the pt and also the pacemaker, but the signal from the pacemaker did not reach the pt causing a pacing problem. The electrode was removed and replaced with a swan-ganz catheter and the pacing problem was solved. There was no report of pt injury and the device is not being returned for MFR analysis.